Event description:
Kimberly clark received a complaint indicating that "a 3.5-4 inch piece of catheter was found lodged in the bronchus of a neonate." The piece was removed from the infant. No injuries to the infant were reported. No additional information has been received at this time. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as pir (B)(4).

Manufacturer narrative:
The incident sample has not been provided for evaluation. The device history record was reviewed finding no anomalies. However, upon review of the product code and incident history, this appears to be related to user-error for cut catheter. The directions for use contains a warning label that states, "fully withdraw trach care* catheter before cutting endotracheal tube, otherwise the catheter may also be cut". We will continue to closely monitor the field performance of this product to identify emerging trends and if applicable, additional investigations and corrective actions will be taken.